Event description:
Reporter indicated a vns therapy pt received high impedance on diagnostic testing. No pt manipulation or trauma occurred. X-rays were reviewed by the MFR and a lead break was visualized in-between the anchor tether and lead biurfication. Good faith attempts to obtain add'l info have been unsuccessful to date.